Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2021, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2021. The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on an unknown date. The physician reviewed the images and it was noted that the spaceoar was correctly placed at the base and midgland, however near the apex there was an extra cresent that appeared to be a minor rectal wall invasion. The physician plans to administer 79.2gy of radiation with pelvic radiation therapy (rt) but no androgen deprivation therapy (adt). The patient condition was reported to have fully recovered. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on an unknown date. The physician reviewed the images and it was noted that the spaceoar was correctly placed at the base and midgland, however near the apex there was an extra crescent that appeared to be a minor rectal wall invasion. The physician plans to administer 79.2gy of radiation with pelvic radiation therapy (rt) but no androgen deprivation therapy (adt). The patient condition was reported to have fully recovered. Additional information received on september 28, 2021, fiducials was administered transperineally and the procedure was done under local anesthesia. The physician stated, it was a difficult patient.

Manufacturer narrative:
Additional information received update on: b3:date of event b5:describe event or problem the complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Medical device problem code a1502 captures the reportable event of gel misplaced, non-vascular. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.